Event description:
The customer reported via phone call that the insulin pump has a crack at the battery compartment and a piece is missing. The customer stated she had not worn the insulin pump for 5 days because it was not functioning and her blood glucose has been running higher than usual. Customer was unable to troubleshoot. Blood glucose value was 286 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. It was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the blank display. Device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken battery tube threads and broken belt clip slot.